Manufacturer narrative:
An event regarding heterotopic ossification involving a metal femoral head was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and indicated that "the root cause of this pi case is an adverse combination of procedure-related and patient-related factors resulting in severe ho with functional stiffness in the hip joint" "as such, there is no evidence for device-related factors playing a role and the failure scenario as described provides plausible explanation for the sequence of events having lead to exchange of femoral head and liner during revision surgery. This pi case is not device-related." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded" that the root cause of this pi case is an adverse combination of procedure-related and patient-related factors resulting in severe ho with functional stiffness in the hip joint". The clinician also indicated the event was not device related. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon revised right hip head and liner exchange due to h.o. Bone growth. Cup and other components were well fixed. It was mentioned by rep that surgeon spent a bulk of surgery time removing h.o. Bone.

Manufacturer narrative:
In addition to the reported device, the surgeon revised modular dual mobility insert, cat # 626-00-48g, lot 37988001 and restoration adm x3 ins 28/54, cat # 1236-2-854, lot 37287701. There is no indication at this time that any of the devices revised caused or contributed to the patient's revision. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised right hip head and liner exchange due to h.o. Bone growth. Cup and other components were well fixed. It was mentioned by rep that surgeon spent a bulk of surgery time removing h.o. Bone.